Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that her infusion set's tubing cracked/ broke. She stated that when she went to change, she noticed that the line between the anchor and the infusion set had broken off, where it was attached to the infusion set. Reportedly, she experienced polydipsia, her blood glucose level was 17.3 mmol/l and the level of ketones was at 1.4 mmol/l at that time. She had set the temporary basal to +30% for the treatment and remained on the pump. After she received the treatment, her condition improved with blood glucose level of 7.7 mmol/l and she was symptom free. No further information available.